Manufacturer narrative:
H4: device manufactured between may 12, 0202 to may 14, 2020 h10: the device was received for evaluation. A visual inspection was performed, and it was noted that white particulate matter (pm) was observed inside the fluid pathway of the bag. A visual inspection using a light microscope was also performed, and it was verified that there was loose white particulate matter. The pm was determined to be consistent with acrylonitrile butadiene styrene (abs). The reported condition was verified. The cause of the reported condition could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a white foreign material was observed in a 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. This was identified during mixing. There was no patient involvement. No additional information is available.